Event description:
The customer's mother reported via phone call that the customer had an issue with the drive support cap. When the customer inserts a new reservoir, the back of the pump starts to bulge. Customer's blood glucose has been going high and low uncontrollably. Customer was at school and the caller was advised to call the school to have the customer disconnect from the pump immediately. Customer had a protruded drive support cap. Customer's current blood glucose was 396 mg/dl. Customer has been using the pump to treat for high blood glucose. Caller stated that the unexplained high blood glucose event started about a month ago. Caller was advised that the pump will need to be replaced. Caller was also advised to have the customer discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during basic occlusion test due to a loose/flush drive support disk. They were unable to perform the occlusion test, prime/compromised force sensor system test and excessive no delivery test due to compromised force sensor system alarms. There was an unexpected motor noise anomaly noted during rewind due to a faulty motor. The pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, a minor scratched display window, and a missing end cap sticker.